Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in the catheter broke. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: there have been two cases in the last few days in which the saf-t-intima breaks, as per annex, the same batch in question. What medication was being administered? There was no administration because the punctures didn't work.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 21-jun-2022 h6: investigation summary our quality engineer inspected the one photo and one sample submitted for evaluation. The reported issue of tubing defective / damaged was not confirmed upon testing of the sample. During functional testing of the sample no defect was observed. Bd cannot confirm the cause of the failure because the defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h10.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in the catheter broke. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: there have been two cases in the last few days in which the saf-t-intima breaks, as per annex, the same batch in question. ¿ what medication was being administered? There was no administration because the punctures didn't work

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the one photo submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in the catheter broke. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: there have been two cases in the last few days in which the saf-t-intima breaks, as per annex, the same batch in question. ¿ what medication was being administered? There was no administration because the punctures didn't work.